Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4251 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refp4251) have been reported from the same facility.

Event description:
It was reported "it broke off, when I pulled it out the tip was kind of loose and when I moved it the tip completely broke off. No additional information or sample available." Additional info. Received 06/29/2021 "the stylet that connects to the ECG. It broke off at the area where the wire changes at tip."